Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the patient presented to the hospital with the pacemaker exposed in (B)(6) 2018. There was no leakage from the implant site. The doctor disinfected the pouch, closed the wound, and treated the patient with antibiotics. The pouch did not heal; however, the patient¿s temperature was normal throughout this period. On (B)(6) 2018 the physician explanted the pacemaker and lead and re-implanted a new system. The patient was stable.